Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, graphic data related to pacing and sensing were missing in aida (device memories) between end of (B)(6) and end of (B)(6) 2016. Within the same timeframe, ventricular impedance curve showed high values saturated at 3000 ohms. Reportedly, the patient did not have any MRI scan between those dates. It was reported that all other parameters were within normal range.

Manufacturer narrative:
Preliminary analysis showed that the reported behavior resulted from a rare communication error not detected by the programmer. As a consequence, aberrant diagnosis data were displayed.

Event description:
Reportedly, graphic data related to pacing and sensing were missing in aida (device memories) between end of (B)(6) and end of (B)(6) 2016. Within the same timeframe, ventricular impedance curve showed high values saturated at 3000 ohms. Reportedly, the patient did not have any MRI scan between those dates. It was reported that all other parameters were within normal range.

Event description:
Reportedly, graphic data related to pacing and sensing were missing in aida (device memories) between end of (B)(6) and end of (B)(6) 2016. Within the same timeframe, ventricular impedance curve showed high values saturated at 3000 ohms. Reportedly, the patient did not have any MRI scan between those dates. It was reported that all other parameters were within normal range.